Manufacturer narrative:
Device is not returned so an actual device evaluation cannot be done. However, evaluation is done by historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device satisfied delivery standard before shipment. Reported issue for this event is the e216 scope communication error observed for the device. Root cause of the issue cannot be determined, but it is likely it was caused by contact failure between the video connector and the video system center or cut of the core of the imaging cable which was incorporated into the bending section. Troubleshooting guide and corrective actions were provided to the customer. In the past one year, the following parts of the subject device were repaired: connector, rubber insulation at distal end, and bending section.

Manufacturer narrative:
There is no additional information available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the e216 scope communication error was observed for the device on two towers. No patient involvement is reported.